Event description:
Per dealer, right motor fault. The patient did get stuck when he was going to the store, then the patient took it home and hasn't used it until it was able to be serviced.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.